Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). The customer experienced hyperglycemia with blood glucose value of 256 mg/dl. The event involved product(s) mmt-332a, mmt-378a, mmt-1884. Troubleshooting was partially performed. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. No product return is required for mmt-378a. No product return is required for mmt-332a. Product return for mmt-1884 is expected and the customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 185 pounds to 210 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 210 pounds which is updated in section a4. Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43 alarm noted during testing. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found (8) pump error 43 alarms in the event date of (B)(6) 2025 started from 01:19:05 to 13:25:41 during basal delivery. Pump was cut open to perform visual inspection and found corroded motor home switch. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: no physical damage to the pump case noted. Pump error 43 alarm was confirmed due to corroded motor home switch. High bg not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.